Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. Programming changes were successfully completed. The patient was stable and asymptomatic.